Event description:
It was reported to boston scientific that several days after using a hyrdothermablator procedure set for an hta procedure, a patient returned to the office with a burn on her buttocks. The physician was not able to use a speculum and theorizes that the tubing came in contact with the patient's buttocks. There were no fluid losses. The burn was second degree and was treated with silvadene cream.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.